Event description:
Pt was under general anesthesia when surgical light failed causing smoke and the fire department was called. Light was halogen surgical light failed causing smoke and the fire department was called. Light was halogen surgical light with camera, manufactured by borchtold. Pt brought to operating room 2. Placed under general anesthesia. Prior to prepping the pt for surgery, lights were switched on and smoke billowed from one light globe. Pt was evaluated to the post anesthesia care unit and fire dept was activated. Vendor notified of problem. Room placed out of svc until necessary repairs are made. Operating room 2 granted certificate of occupancy by the state of (B)(6) on (B)(6) 2012. All equipment new at that time.